Event description:
It is reported that a revision surgery was performed due to a broken trochanteric fixation nail (tfn) and a nonunion. The patient was originally treated for a left hip fracture on (B)(6) 2012. On an unknown date, the patient presented with pain and the surgeon confirmed via x-rays that the nail was broken and the patient had a nonunion. It was reported that the surgeon presumes that the nonunion caused the nail to break. The surgeon explanted the trochanteric fixation nail, one lag screw and one distal locking screw. It was reported that the nail was broken where the lag screw goes through, the device will not be returned. The surgeon impacted the bone with a bone graph and implanted another nail. Surgery was successfully completed and no delay in the surgical time has been reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.